Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer reported that the insulin pump had open book image on the screen. Customer mentioned that there were no any other alarms displayed prior to open book image on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. During testing, however, an unexpected pump error 3 occurred whenever the battery was taken out of the unit. In the end another pump error 3 occurred followed by an open book (critical pump error). After further examination, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, cables, or the motor inside the device. The unexpected pump error 3 and the open book (critical pump error) is probably due to a problem with the electronics.